Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Abel, t., michael, b., mamadou, b.b., camille, a., florie, b., frederic, a., christophe, e., mark, f. (2022). Water vapor thermal therapy for indwelling urinary catheter removal in frail patients. International urology and nephrology, 55, 249-253.

Event description:
It was reported to boston scientific via an article published in the international urology and nephrology journal that a study was conducted to report the efficacy and safety of water vapor thermal therapy to achieve catheter removal in elderly and frail patients with refractory acute urinary retention. Twenty four men were chosen for this study from october 2017 to 2021. The patients were deemed unfit or at high risk of complications for conventional benign prostatic hyperplasia (bph) surgery. The median duration of preoperative catheterization was 113 days, and all patients failed at least one twoc. Twenty two patients had an a-blocker, including six also treated with a 5-a reductase inhibitor. Postoperative complications were recorded in two cases. One patient had prostatitis which was treated by antibiotic therapy and the other had gross hematuria which was successfully treated by prostate artery embolization. Patients were discharged home the same day or were observed overnight if contraindicated for outpatient surgery. No further patient complications were reported.